Event description:
It was reported that, "patient is a multi-dislocater. Proceeded to constrained liner and 22 head into existing shell. Kept stem. Explanted the 40 head and liner."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. It was also reported that no other information was available as per hospital protocol.